Event description:
It was reported that an unknown colleague solution set leaked at the y-site. This occurred during patient infusion. The customer stated the device ¿broke¿ at the y-site and that ¿the blood of the patient returned¿. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the sample was inspected at the customer facility by a baxter representative. Visual inspection identified that the device was broken at the y-junction, verifying the reported condition. The cause was not able to be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.